Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Event description:
In (B)(6) 2014, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg pain approximately two months following the initial surgery. A CT scan revealed that the top implant breached the s1 foramen by a few millimeters. In (B)(6) 2015, the surgeon performed a revision surgery where he backed out the top implant a few millimeters. No other existing implants were adjusted or removed. The condition of the patient following the surgery will be determined in subsequent follow-up visits.